Event description:
It was reported that the patient was in a great deal of pain on (B)(6) 2011, and the patient presented with what looked like an infection at the pocket site. There was swelling at one corner of the pocket site, and redness spreading out from all sides of the pocket site. There was no skin erosion, but it looked like a possibility that it could happen. The health care provider prescribed antibiotics. On (B)(6) 2011, the internal pulse generator had eroded through the skin by 3 or 4 mm, and the full system was surgically removed. The patient was recovering from the explant without sequela. The hcp believed that the stimulator was infected due to lack of skin integrity due to the patient's diabetes. The system was disposed of and will not be returned to medtronic due to the patient's (B)(6). There were no plans to implant another system.

Manufacturer narrative:
(B)(4).